Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and was admitted to the hospital on (B)(6) 2018. Customer's current blood glucose value was 277 mg/dl and the blood glucose was over 500 mg/dl at the time of admission. The customer complained about diabetic ketoacidosis. The customer was wearing the pump at the time of hospitalization. The customer reported that insulin pump had insulin flow blocked alarm during basal. Troubleshooting was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. No product will be returned for analysis.